Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sensor came out after water and moisture. Customer also mentioned that he put IV tape and it pulled sensor too tight to the skin. Customer further stated that their blood glucose readings increased to 599 mg/dl and treated with the insulin pump and water. It was noted that the customer perspires heavily and sweats all night. No further information reported.